Manufacturer narrative:
Additional information : correction to the previously submitted date. The correct baxter aware date is 09/17/2019, previously submitted as 09/18/2019. Two (2) actual samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to product specifications. A functional testing was performed including pressure testing, clear passage testing, and priming testing, with no issues noted in the first sample. A leak in the filter in the injection port was observed in the second sample. The reported problem was verified in the second sample. The cause of the reported condition was due to manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the micron filter of a clearlink solution administration set cracked. It was further reported that the peripherally inserted central catheter (PICC) line for the patient had to be replaced. This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.